Manufacturer narrative:
A philips remote service engineer (rse) remotely logged in to further evaluate the unit. The rse noticed the personal computer (pc) configurations, in regards to alarming, were not check marked. The rse checked off alarming and then asked the customer if the issue persisted, she stated still the alarm could not be heard. The rse noticed the customer's pc had "system" instead of the "train" in top right corner of the screen. The rse recommended the customer call information technology (it) to install.asp on all remote desktop (rd) clients that need alarming. The customer had it install .asp onto pc's; as a result, the "system" status vanished allowing the system to work as designed. The customer explained the root cause of the issue may have stemmed from an upgrade or change to windows which could have caused the windows to remove the install, asp. Once the customer's unit was installed with the software update, the customer's issue was resolved and the unit worked to specification. The device remains at the customer site. No further investigation or action is warranted at this time.

Event description:
Philips received a complaint on the intellispace perinatal k large arch. Sn (B)(6) indicating when the fetal monitoring goes off there is no audible alarm only the visual alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.